Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the vapr vue generator was showing a message with "error 20 code 70". No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the device was showing error 200 code 70. Per service report, this complaint cannot be confirmed. Unrelated to the reported problem, it was found during evaluation that the front panel including the keypad membrane were damaged. They were replaced and the device was tested, calibrated newly and found to be fully functional. User mishandling might be the root cause of the physical damages observed, however, a definite root cause cannot be determined with the available information. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user also cannot be determined. A manufacturing record evaluation was performed for the finished device serial number ((B)(4). And no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device serial number ((B)(4).), and no non-conformances were identified.